Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the bed has a broken timing link with sharp edges. The customer could not determine whether there was pt involvement and/or adverse consequences.